Event description:
It was reported that a faradrive steerable sheath clear during preparation for a paroxysmal atrial fibrillation, constantly drawn air. The catheter was inside and during aspiration there was a lot of air inside. There was a leak on the hemostatic valve, for irrigation method, pump was used, but the sheath has drawn air before the pump was connected. There was no damage to the luer. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device has been returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that a faradrive steerable sheath clear during preparation for a paroxysmal atrial fibrillation, constantly drawn air. The catheter was inside and during aspiration there was a lot of air inside. There was a leak on the hemostatic valve, for irrigation method, pump was used, but the sheath has drawn air before the pump was connected. There was no damage to the luer. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.